Event description:
A medtronic representative reported that, during an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy while using the 6 millimeter frontal balloon. It was stated that the surgeon verified accuracy on superficial anatomical landmark after performing a tracer registration. The surgeon then navigated the frontal sinus and deemed being inaccurate by 3 millimeters while navigating the 6mm frontal balloon. Navigation showed the surgeon navigating past the skull base. The surgeon deemed being accurate while navigating other instruments in the frontal sinus. The site opened a second frontal balloon and navigated accurately in the frontal sinus. The surgeon then moved onto the sphenoid sinus, and alleged being inaccurate while navigating the sphenoid balloon, as well as other instruments. The medtronic representative suggested they re-register using pointmerge since they had not traced posteriorly. The patient was re-registered using pointmerge and collected tragus points. After re-registering, the surgeon felt more accurate navigating the sphenoid balloon posteriorly. Surgery proceeded as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient weight inadvertently left off of initial report.

Manufacturer narrative:
The balloon seeker navigates normally in the system accuracy application. Instrument passed all accuracy testing.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Noted was that the reported issue was due to tracer inaccuracies during the procedure. (B)(4) 2015 - software investigation completed. Findings are that the surgeon had not traced posteriorly enough for a proper tracer registration. Surgeon used pointmerge registration instead and accuracy was satisfactory. Software is functioning as designed. Determined to be use error. Return requested for balloon seeker em frnt 6x17mm. No parts have been received by manufacturer for analysis. No further issues have been reported.